Event description:
It was reported that the tip broke. A 1.50 mm rotablator rotalink plus and rotawire were selected for a rotablation procedure in the right coronary artery (rca). The physician performed a successful rotablation of two stenosed areas located in the distal rca. After successful rotablation, the physician wanted to remove the device from the rca. The burr stopped rotation when the device was outside of the lesion in the park position and there was difficulty removing the device. Nitroglycerin was administered to dilate the rca in order to assist the physician in removing the device. The console, infusion, and plug were checked before another attempt was made to remove the burr. There was still no rotation. The burr was able to be removed from the rca and catheter when the physician pulled hard. Upon removal of the device, it was observed that the rotawire was wedged inside the rotalink plus device and the distal tip of the rotawire was broken. The physician believed a small portion of the rotawire tip was left inside the patient. The procedure was successfully completed. The patient was observed after the procedure and discharged from the hospital due no observed adverse events. Post-procedure, the patient was doing well.

Manufacturer narrative:
Device analysis by MFR: the rotawire device was returned for analysis inside the rotablator rotalink plus device. The rotawire was removed from the rotablator rotalink plus with resistance due to numerous wire kinks along the body of the rotawire. The floppy coil tip was detached at the solder and the detached portion was not returned. The outer diameter of the middle and proximal section of the device were within specification.

Event description:
It was reported that the tip broke. A 1.50 mm rotablator rotalink plus and rotawire were selected for a rotablation procedure in the right coronary artery (rca). The physician performed a successful rotablation of two stenosed areas located in the distal rca. After successful rotablation, the physician wanted to remove the device from the rca. The burr stopped rotation when the device was outside of the lesion in the park position and there was difficulty removing the device. Nitroglycerin was administered to dilate the rca in order to assist the physician in removing the device. The console, infusion, and plug were checked before another attempt was made to remove the burr. There was still no rotation. The burr was able to be removed from the rca and catheter when the physician pulled hard. Upon removal of the device, it was observed that the rotawire was wedged inside the rotalink plus device and the distal tip of the rotawire was broken. The physician believed a small portion of the rotawire tip was left inside the patient. The procedure was successfully completed. The patient was observed after the procedure and discharged from the hospital due no observed adverse events. Post-procedure, the patient was doing well.